Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported by vad coordinator that patient had a driveline power fault alarm and a controller exchange took place. Log file analysis capture driveline power alarms on (B)(6) 2020 8:37pm to (B)(6) 2020 9:35am, and it was advised to change modular cable. On (B)(6)2020 it was reported by clinical specialist that both modular cable and controller were exchanged, and vad coordinator found debris inside the modular piece connection when the piece was unlocked prior to change out. Additional information received on 04mar2020 states that issue resolved after the modular cable and controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed based on the information recorded in the log file retrieved from the returned system controller; however the alarm was not reproduced during the evaluation of the modular cable and the system controller. The returned modular cable was connected to the returned system controller, a test pump, pm patient cable, power module, and system monitor. The system operated as intended without any alarms active; manipulating the cable had no effect on pump function and did not result in any alarm. The modular cable was functionally tested and passed the test procedure. In conclusion, the specific root cause for the driveline power fault alarm recorded in the log file was not able to be determined. Heartmate 3 patient handbook, explains all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.